Event description:
Boston scientific received information that this programmer will not turn on despite trying a power cord. Boston scientific technical services (ts) transferred the field representative to sales support. Additional information received from the field which indicated that the issue was not resolved. The programmer will be returned for analysis. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the programmer was performed. The programmer was unable to power up. Part of the internal circuity was shorted out and burned up, thus, was replaced. There was no evidence of abuse or mishandling and no operating system logs on the hard drive. After replacing the internal circuity, the programmer booted up. The programmer passed all functional incoming tests. Laboratory analysis confirmed the observation reported.

Manufacturer narrative:
(B)(4).